Event description:
The 840 ventilator stopped cycling while in use on a pt. They reported no pt harm or injury as a result of this event. The nellcore puritan bennett customer support engineer (cse0 verified the vent inop erro code in memeory. The cse inspected the device and replaced the bdu pcu pcb. The unit passed extended self testing.